Event description:
The customer reported the system will not boot up correctly. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.